Event description:
Pt's meter is not coming on as expected, and they requested a new meter. During the troubleshooting process it was determined that the 100s position in the display was missing a couple of segments. A request was made to return the meter for eval and in the meantime a replacement unit has been provided.